Event description:
It was reported that all three leads were explanted and replaced due to dislodgement.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.